Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen with images provided, and the device¿s water resistance and overall functionality were in question; a replacement was arranged and the user was instructed on data sync, shutdown, and return procedures. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included continued therapy via backup plan as advised and no interruption to cgm data reception. Investigation included review of user-provided images and remote troubleshooting and education. Investigation of this device revealed physical damage to the display component consistent with external impact, resulting in loss of water resistance and uncertain device performance. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.